Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0501 captures the reportable event of balloon detachment. Impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on september 12, 2023. During the procedure, the balloon burst at 16.5 mm. A piece of the balloon had detached inside the patient, and a snare was used to retrieve it from the stomach. The patient was not harmed, and the procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.